Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was a use error, which was described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental report will be filed.

Event description:
It was reported a patient experienced peritonitis. On an unknown date, the patient had a break in aseptic technique, which was further described as a touch contamination during peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. On an unknown date, the patient was treated for peritonitis with unspecified antibiotics. Eleven days after the hospitalization, the patient was discharged from the hospital. On an unreported date, pd therapy was temporarily withdrawn and the patient was placed on back-up hemodialysis, until the patient's caregiver is retrained on aseptic technique. The patient was recovering from peritonitis. No additional information is available.